Manufacturer narrative:
The tear seen at explant was confirmed. Cusps 1 and 3 were torn. There was fibrous pannus ingrowth on the inflow surface of cusp 2. All cusps had thinning and loss of collagen fibers. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the tears, pannus and thinning could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2014, a 25 mm epic valve was implanted. On (B)(6) 2019, an echocardiography was performed and confirmed leaflet fluttering and severe degree of mitral valve regurgitation (mvr) was also diagnosed. On (B)(6) 2019, the epic valve was explanted and replaced with another 25 mm epical valve. Post explant, a leaflet tear was observed. The patient was reported to be in stable condition. Additional information was requested.